Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient's infusion set came apart at the tubing connector while sleeping. The site location was the patient's abdomen, and the pump was on the left side. The infusion set had been used for two days. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was dropped with the set connected to the patient's body. No further information available.